Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch sf catheter and there was lifted or sharp rings. It was reported that the operation, the shaft on the catheter was bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 12-sep-2024. The damage resulted in lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. Unknown if the device was pre-shaped. Unknown what sheath was used. This event was originally considered non-reportable, however, bwi became aware on 12-sep-2024 that there was lifted or sharp rings and have assessed the lifted or sharp rings as a reportable issue. The awareness date for this record is 12-sep-2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch sf catheter. It was reported that the operation, the shaft on the catheter was bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The damage resulted in lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The bwi product analysis lab received the device for evaluation on 09-oct-2024. The device evaluation was completed on 21-oct-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed two bent marks in the middle part of the shaft with no wires exposed. No damage in the electrodes was observed. A dimensional test was performed, and the dimensions were found within the specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since a bent condition was observed in the shaft, this failure could be also related to the resistance issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bent marks in the shaft could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The damage in the electrodes issue was not confirmed. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿damage resulted in lifted or sharp rings¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿shaft bent¿ and ¿resistance or difficulty during insertion or removal of the catheter¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).